Event description:
It was reported the patient presented in clinic for follow up. Interrogation revealed the implantable cardioverter defibrillator (ICD) exhibited far r and cross talk oversensing, which triggered inappropriate mode switch. Programming changes were implemented. There were no patient consequences.